Event description:
Consumer complaint of blood result reading of "hi". Customer's wife states that her husband did not feel well. The customer is experiencing symptoms of excessive thirst, frequent urination, clammy and general malaise. It was suggested that the customer seek medical attention. Verified the strips expired 05/30/2015. Customer's wife took her husband's blood glucose level with her true result meter, the result was "hi". Customer stated she reviewed the memory and the result said 600mg/dl.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).